Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff was less trained on device handling and/or reprocessing in accordance with instructions for use (IFU). A definitive root cause cannot be identified. IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) specifies on brushing method from the suction cylinder through the instrument channel to the distal end as below: ¿brushing the instrument channel in the insertion tube and suction channel in the control section (location a). 1. Immerse the endoscope in the detergent solution to avoid splattering. 2. Straighten the endoscope¿s bending section. Grip the channel cleaning brush (bw-20t) or the single use channel cleaning brush (bw-201t) at a point 3 cm from the bristles. 3. Insert the channel cleaning brush (bw-20t) or the single use channel cleaning brush (bw-201t) at a 45° angle into the opening located in the side wall of the suction cylinder as illustrated by a in figure 3.20. Using short strokes, feed the brush through the insertion tube until it emerges from the distal end of the endoscope. 4. Clean the bristles with your fingertips in the detergent solution. Carefully pull the brush through the channel and back out of the suction cylinder. 5. Clean the bristles in the detergent solution again. 6. Repeat until all debris is removed. Olympus will continue to monitor the field = performance of this device.

Event description:
The endoscopic support specialist (ess) reported that during an onsite repair reduction visit at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess noted that the customer did not brush the scope at a 45 degree angle from the suction cylinder down to the instrument channel. The customer only brushed straight across in the suction cylinder where the brush came out the suction port and then the cleaning brush was ran down biopsy port until it came out of the distal end. There was no associated patient infection reported.

Manufacturer narrative:
As part of our investigation, while onsite the ess educated the customer on the proper way to brush the scope. Since there was no issue with device it will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.